Event description:
Nine months post stent implantation the pt returned for an office visit where stress testing revealed recurrent ischemia. Repeat angiography demonstrated in-stent restenosis. A re-ptca was performed with a 2.5 x 8mm cypher stent. The pt was discharged from the hosp the following day. During the index procedure the pt was admitted to the hosp with an acute anterior wall myocardial infarction (mi). The pt was taken to the cardiac cath lab, where angiography revealed 1-vessel coronary disease. There were no difficulties in accessing or wiring the vessel noted. The totally occluded, irregular, eccentric, type b2, 1st diagonal lesion was direct stented. The lesion had a refence diameter of 2.5mm with thrombus present. A 2.75 x 13mm bx sonic stent was deployed at 11 atmospheres with satisfactory results. Pre-procedure timi o flow was recorded and past procedure timi iii flow was recorded.